Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Investigation summary: local investigation revealed that the event was caused by a human mistake and the device was not properly cleaned by the appropriate department (stryker france kits & consignments service). This inquiry did not present a complaint regarding product quality and was not device related. The event was not caused by product deficiency.

Event description:
Central sterile services reported the following event, a gamma nail extraction kit (kit ref tea25007) on temporary loan from stryker, during visual inspection, was observed to have the presence of dried blood on the screwdriver ref 1320-0200. The devices were then manually washed and placed in automatic washing machine before autoclave. Risk of infection for the patient if the event would not have been noticed by the employees at the central sterile services.

Event description:
Central sterile services reported the following event, a gamma nail extraction kit (kit ref tea25007) on temporary loan from stryker, during visual inspection, was observed to have the presence of dried blood on the screwdriver ref 1320-0200. The devices were then manually washed and placed in automatic washing machine before autoclave. Risk of infection for the patient if the event would not have been noticed by the employees at the central sterile services.